Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red call doctor icon was identified for this system indicating a missed red alert. No adverse patient effects were reported.